Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Product analysis : observation: function test revealed that one of the two ibts returned did have a tear/cut and would not inflate or hold pressure. The tear/cut is located ¿2.5mm from the tip of the balloon and runs slightly of axis of the ibt¿s shaft. The anatomy of the tear/cut is very rough and does not give the impression that it was the result of a sharp instrument. The balloon its self is distorted and appears to have been inflated at some point. Conclusion: the exact root cause or timing of the tear cannot be determined at this time.

Event description:
It was reported that during a balloon kyphoplasty procedure at l1 and l2 to treat compression fractures, a balloon was inserted into the vertebral body but would not inflate. According to the physician, the balloon had a rupture or hole prior to inflation. A new balloon was used to complete the procedure successfully and no patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.